Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and paddle lead added. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.